Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Patient's coumadin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.